Event description:
According to the user facility medwatch report form 'the lifepak 8 shows asystole after defibrillating pt. This was erroneous - second monitor showed pt in rsr. Biomed called - simulator showed same error.' No additional info concerning the event was reported. Pt outcome was not reported.